Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during sample analysis. The cause of the condition was determined to be damaged force sensing resistors (fsrs) by alcohol (the costumer applied alcohol to mechanism and damaged the sensors). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.